Manufacturer narrative:
The insulin pump had a cracked case at display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked belt clip slot, and minor scratches on the display window. The insulin pump had intermittent button response due to moisture damage on the keypad traces. No frozen display or moisture damage was found inside of the insulin pump.

Event description:
It is reported by the patient that their insulin pump has moisture damage. The patient's blood glucose level is 110mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.